Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required. (B)(4). Balloon fgs 61-70 cm. As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required. (B)(4). Control pump fgs iz. As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that patient underwent a surgical procedure to explant his artificial urinary sphincter (aus) due to leaking. No known defect on the implant upon removal. Patient experienced atrophy. No adverse patient effects. Additional information was received. Physician was unsure on whether or not the cuff was the correct size initially. The cuff was around the urethra, so yes it was placed in the correct location. It was a little distal to what the physician prefers but still a correct location for cuff placement.